Event description:
It was reported that backup interrogation and a failure to interrogate was observed on the implantable cardioverter defibrillator (ICD). The reason for explant was elective replacement indicator (eri) or end of life (eol) but it was not clear whether eol had been reached due to an inability to interrogate the device. The device was still pacing. The ICD was explanted and replaced. The patient was stable.